Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a sensor failure alarm. No obvious kinking was present and reattaching the balloon cable to other pumps did not change the situation. The customer will insert a radial line as the fluid lumen of the balloon was not kept flushed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h10. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record # (B)(4).

Manufacturer narrative:
Updated sections: b4, d4, d10, g4, g7, h2, h3, h4, h6, h10. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned 6¿ maquet sheath. The extender tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 61.7cm from the iab tip. Additionally, some catheter tubing damage/crimp was observed at approximately 61.7cm from the iab tip. Lastly, an optical fiber break was also observed within the membrane at approximately 25.4cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred and unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record #(B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a sensor failure alarm. No obvious kinking was present and reattaching the balloon cable to other pumps did not change the situation. The customer will insert a radial line as the fluid lumen of the balloon was not kept flushed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a sensor failure alarm. No obvious kinking was present and reattaching the balloon cable to other pumps did not change the situation. The customer will insert a radial line as the fluid lumen of the balloon was not kept flushed. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no reported injury to the patient.